Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) catheter delamination. A visual examination of the returned device found that the stent was fully mounted. It was noted that the clear outer sheath was kinked just proximal to the proximal end of the mounted stent. During analysis it was not possible to retract the outer sheath to deploy the stent. The shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn. No issues were noted with the profile of the deployed stent or the inner shaft. No issues were noted with the movement of the outer sheath proximally or distally. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had partially peeled away from the inside of the outer sheath. No other issues were noted with the device. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy with stent placement procedure in the sigmoid colon on (B)(6) 2013. According to the complainant, the indication for the procedure was as a bridge to surgery. Reportedly, the patient anatomy was not tortuous. During the procedure, the stent was deployed approximately 95% when it could not be released any further. The stent was removed from the patient fully constrained on the delivery catheter. No visible issues were noted to the device. Another wallflex enteral colonic stent was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as being fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath.